Event description:
Alleged the bed has no power and the battery led is off.

Manufacturer narrative:
The facilities engineer placed the bed back into service and could not remember what was done to repair the bed.